Event description:
It was reported that the customer sat on the pump and the touch screen became shattered and unresponsive. Customer¿s blood glucose was 55 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.